Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0kxce, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient still had concerns with their device or therapy, but had not sought further help. The patient needed an appointment with both.

Event description:
It was reported the patient had a loss of therapeutic effect. The patient¿s leakage returned following a fall ten week prior to call. The patient felt the stimulator more towards the back instead of the front. While on the call, the patient changed programs and increased stimulation to a comfortable level. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.